Event description:
Boston scientific received information that this left ventricular (lv) lead did exhibit noise, as well as slight deflections in pace and shock impedance, as well as loss of capture during isometrics. The noise was not being oversensed. The patient had most recently been in a car accident that significantly impacted the upper portion of their body. There was suspected right ventricular (rv) lead damage as a result, as well as possible dislodgment of this lv lead.

Manufacturer narrative:
The physician planned only to monitor all at the time of this report, as the patient was still in significant pain from the accident.